Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 22-jun-2021, the infusion set's tubing detached from the end that connects to the tubing. The patient's blood glucose level at the time of event was 171 mg/dl. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. This issue occurred with one infusion set. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.